Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, while a nurse was drawing blood from a patient using a closed-system intravenous catheter, blood was observed leaking from the connection between the needle and the extension tube, resulting in a failed blood draw and local contamination. The failed blood draw required a repeat puncture, increasing the patient¿s discomfort and the risk of infection.